Event description:
It was reported that the patient underwent a surgical procedure where rhbmp-2/acs was implanted in the posterior cervical space at c3-c7. Extensive decompression (laminectomy) was performed. The patient was discharged on pod 3, and one week later, on pod 10, patient was returned to surgery due to a large seroma, which was surgically decompressed. Per the surgeon, it shot out of there when decompressed. Culture of the serous fluid was negative for growth. Patient experienced resolution of symptoms, and no recurrence of the seroma was noted.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.